Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA# 260774 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that an unspecified number of an bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes experienced under fill which was noted prior to use. The following information was provided by the initial reporter: bd edtak2 tubes, 3ml of conventional cap that are having a low filling volume when using a vacuum system and additionally there is no demarcation of filling on the label. We make the visit evidencing that the volume of filling for being below (guided by a commercial sample tube and with a measurement of 3 ml) and that additional tubes do not have a filling guide. Lot: 9066779.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of an bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes experienced under fill which was noted prior to use. The following information was provided by the initial reporter: bd edtak2 tubes, 3ml of conventional cap that are having a low filling volume when using a vacuum system and additionally there is no demarcation of filling on the label. We make the visit evidencing that the volume of filling for being below (guided by a commercial sample tube and with a measurement of 3 ml) and that additional tubes do not have a filling guide. Lot: 9066779.